Event description:
It was reported, the customer had a motor error alarm and a no delivery alarm. The customer's blood glucose was 146 mg/dl. Troubleshooting did not occur as the alarm was a past event. Customer also stated they had been receiving no delivery alarms all day. The customer stated their blood glucose was 375 mg/dl at the time of the alarms. Customer declined to troubleshoot for their high blood glucose. It was also found the customer received a motor error alarm during a bolus. Customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.